Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse reported an unspecified contamination of the sodium electrode. The system was decontaminated and several ise (ion-selective electrode) parts were replaced. Although several parts were replaced and may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
Customer reported that erroneously low sodium and chloride results were generated by the unicel dxc 800 synchron system. The erroneous results were flagged as low by the facility's systems. The customer then retested the samples on the facility's other system and obtained results within expectation. An unspecified number of results were reported out of the laboratory and corrected results were issued after retesting. It is not known if there was any change to the pts' care or treatment. No specific details were provided relating to the number of events.